Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported failure mode. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. No other damage was found. On 09/25/2015 isi contacted the site's robotics program manger, who initially reported this complaint. According to the robotics program manager, there has been no report by the surgical staff that the missing instrument piece fell into a patient and no patient has returned to the hospital due to retaining any foreign object related to the missing instrument piece. The robotics coordinator indicated that the broken cable segment likely occurred during reprocessing of the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable and missing cable segment, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported during reprocesing of the grasping retractor instrument, it was noted that the wheel on the insturment did not turn and the isntrument had a broken wire. There was no report of any patient harm involving the reported instrument and no fragments from the instrument were reported to have fallen into a patient during a surgical procedure.